Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. The affected device has been received and an evaluation is pending.

Event description:
It was reported by the customer that the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
Correction in e2, e3, g2. Additional in h3, h6. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they internal frame replaced due to broken bottom screw insert. Exp plastic recall - rear case and handle tube drive replaced due to bent tube based on the findings, service determined that the probable root cause of the reported issue was due to customer damage of the internal frame assembly a review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of (B)(6) 2012 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device was broken/damaged. There was no patient involvement.